Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. The reported condition was confirmed by the event log history review. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:04 was confirmed in the pump's event history during product evaluation by baxter service personnel. However, this condition could not be duplicated. As a precaution, the tubing channel was checked for moisture, dried, and cleaned. The air-in-line printed circuit board passed testing with no repair needed. An assignable root cause has not been identified. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a 810:04 failure code. There was no report of when or in which care area this condition occurred. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.